Manufacturer narrative:
During evaluation, the monitor displayed a service code 110. The cause for the failure was isolated to a defective u1004 and u1005 components on the monitor ca board. The root cause for the defective u1004 and u1005 components could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 110.